Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she had low blood glucose but not hospitalized. Customer's blood glucose was 47 mg/dl. The customer was treated for low blood glucose. The customer stated that she had low blood glucose because it didn't detect it. The customer was not offered to troubleshoot for the low blood glucose because she stopped it due to needing to go eat.